Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited fluctuating thresholds, intermittent loss of capture, and a decrease in impedances. A microdislodgement was suspected. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.